Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: e1: initial reporter postal code: (B)(6). H4: the lot was manufactured january 27, 2023 to january 28, 2023. H10: the actual device was returned for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; the infusion was delayed for 12 hours. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.